Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing threshold was high for the myocardial pacing lead. Considering the patient's age and procedure time, the physician made some compromises and completed the operation. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.